Manufacturer narrative:
Correction to blocks b1, b5, d4, h6, h11. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70 serial number: (B)(6). Batch/lot number: 7080699 model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7080464 model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site due to its protrusion, tilting, and improper positioning. Additionally, the cervically implanted leads were determined by the physician to be in the incorrect place along the spine which was confirmed via x-ray imaging. Therefore, the patient underwent spinal cord stimulator (scs) system replacement procedure wherein the ipg and leads were explanted and a paddle lead was implanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional information provided in block b5. Correction in block d4. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7080699. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7080464. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site due to its protrusion, tilting, and improper positioning. Additionally, the cervically implanted leads were determined by the physician to be in the incorrect place along the spine which was confirmed via x-ray imaging. Therefore, the patient underwent spinal cord stimulator (scs) system replacement procedure wherein the ipg and leads were explanted and a paddle lead was implanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility. Additional information was received that clarified there were no known issues with the explanted leads; it was the physicians preference to place new lead closer to the nerve roots for optimal coverage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70 serial: (B)(6).

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site due to it protruding, tilting, and improper positioning. The patient underwent spinal cord stimulator (scs) system replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.